Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level 580 mg/dl and other blood glucose level was 118 mg/dl. The customer declined troubleshoot for high blood glucose. The customer visited to the doctor regarding the issue. The customer reported that insulin pump had insulin pump error alarm after the self test and the failed battery test alarm. No information was provided regarding the treatment. The customer was unknown about the auto mode. The insulin pump will not be returned for analysis.